Event description:
The customer reported the battery is not charging, battery has 5 leds and the battery display icon is full/white but the device will not power up. There was no reported adverse pt impact where the device was not needed for treatment or therapy.

Manufacturer narrative:
(B)(4). The customer isolated the issue to the battery. Note the battery was over 5 years old. The customer will order a replacement battery to resolve the issue. The device remains at the customer site. We will consider this a malfunction of the battery where the device failed to power up and the battery gave a misleading led light indication of the battery capacity.